Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (wires exposed, damaged connector) has been confirmed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, damaging wires in the cable. Additionally, there was an open pulse wire in the cable connecting ECG "a" and ECG "b" and the front therapy electrode, damaging the j703 connector on the distribution node pca. The root cause for the strained cables was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient had exposed wires and a damaged connector.